Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator the pt came in through the ER unresponsive and passed away. The hospital staff was unsure if the pt had a neurological event or other malfunctions. The pt had chronic driveline infections along with bacteremia. It was also reported that the pt had debridement approximately 6 weeks prior and was non compliant with medication and care of the driveline. The vad coordinator was unsure if alarms occurred while the pt was in the ER. Per the family, no pump alarms were noted prior to the pt going to the ER. Per additional info received from the hospital staff, while the pt was in the ER, the hospital staff was unable to get a heart rhythm and eventually had to disconnect the pump. An autopsy was not performed; therefore, the lvad was not returned to the manufacturer. Two system controllers were returned for eval.

Manufacturer narrative:
The pump was not returned for eval, as it was not explanted from the pt. A supplemental report will be submitted when the manufacturer's investigation is completed.